Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the kink near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was able to advance through the introducer sheath friction lock with resistance. Then the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further evaluation of the device revealed that the pet lock was broken and separated. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a microcatheter. During the procedure, the physician had difficulty advancing the smart coil out of the introducer sheath and into the microcatheter. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.